Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced vomiting green bile, appeared incoherent, and could ¿not touch her skin¿. The parent called an ambulance but could not remember any medication given. The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 190 mg/dl, and the blood glucose reading was 596 mg/dl. The patient was admitted in the ICU. The patient was treated with intravenous insulin, dextrose, and fluids. The patient was discharged after 4 days and the blood glucose reading was 218 mg/dl at that moment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.